Event description:
The complainant reported that an impella device was implanted in a patient for mechanical circulatory support. It was reported that the impella 5.5 was attempted via the axillary artery. It was unable to pass into the ascending aorta due to tortuosity. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4. The cause of the delivery issue was determined to be patient condition due to tortuosity.